Event description:
Information was received from the patients physician that the high impedance was not observed upon interrogation but the family requested battery replacement. The physician also noted that they believed the cause of the increased seizures, which were noted to be above pre-vns baseline, is the patient needing a new vns generator. Likely referring to the patients generator battery level. Due to increased seizures, the patients seizure medication dosage was increased. No known relevant surgical intervention has occurred to date. No other relevant information has been received to date.

Manufacturer narrative:
The following should have been included in supplemental emdr #1: b5. It was reported that the patient underwent a generator replacement due to battery depletion. The explanted generator has not been received to date. No other relevant information has been received to date. D6b. (B)(6) 2023 f10. Health effect impact code: f1905 h6. Type of investigation: b17.

Manufacturer narrative:
Livanova USA, inc. Submits this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation, based on information that livanova has obtained, but may not have been able to investigate or verify prior to the date the report was required by the FDA. This report does not constitute an admission, or a conclusion by FDA or anyone else, that the device, livanova, or livanova&#39;s employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any 34;defects¿ or &#34;malfunctions¿. These words are incorporated into the FDA 3500a medwatch form by the FDA, and livanova objects to their use.

Event description:
It was reported that the patient was experiencing an increase in seizures and that their lead was 34;not picking up 34;, likely referring to high impedance. No known relevant surgical intervention has occurred to date. No other relevant information has been received to date.